Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement- the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution, which is currently under investigation. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3698505 showed that the devices were conformed to in process and finished goods specifications when released to stock the 10 june 2013. Expiration date: 2016-04 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported one of his 4.75mm healix advance knotless anchors broke in half upon insertion into the bone hole during a rotator cuff procedure. The sales rep stated the surgeon used the purple 4.75 mm awl, the sutures used were orthocord with 4 tails of sutures, and good bone quality. This was an arthoscopic procedure, the surgeon did release the sutures, and the stay suture was removed. The surgeon took all broken components of the device out and finished the procedure with a peek anchor. There were no patient consequences and there was a 5 minute delay. The customer already discarded the complaint device. No further information could be provided.